Manufacturer narrative:
(B)(4). Medical device lot #: the customer provided lot # 0151738. This does not match the catalog number provided. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter facility: (B)(6). Device manufacture date: unknown.

Event description:
It was reported that discardit ii 5ml with 24x1 leaked blood. This occurred on 6 occasions. The following information was provided by the initial reporter: after taking sample at the time of transferring blood from syringe there is blood spillage in every 6,7 syringes in 1 box.

Event description:
It was reported that discardit ii 5ml with 24x1 leaked blood. This occurred on 6 occasions. The following information was provided by the initial reporter: after taking sample at the time of transferring blood from syringe there is blood spillage in every 6,7 syringes in 1 box.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿after taking sample at the time of transferring blood from syringe, there is blood spillage in every 6,7 syringes in 1 box.¿ with lot number 0.0151738 regarding item # 300847 the complaint could not be confirmed, and the root cause is undetermined. Investigation done on retention samples of lot number 0.0151738 for leakage investigation. The DHR was reviewed for the batch number 0.0151738 and there was no reported complaint or qn raised on the same. The team investigated the retention samples of material number 300847 for batch number 0.0151738 and did not find leakage in any of the 5 tested retention samples. The probable root cause of leakage could be because of the dent on the barrel or plunger. The dent on the plunger could be from the plunger molding machine, where sometimes one of component may get stuck in the hopper and cause a hairline damage or dent on the component (plunger). This similar occurrence can also take place in the barrel molding machine. H3 other text : see h.10